Manufacturer narrative:
An assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found 1 fibers easily removed/stringing/shedding in the subassembly lots utilized that may have caused or contributed to the reported issue. No pledget or missing/separated/pulled out string defects were found during finished product inspection. A cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends, medical device reports (us and (B)(4)), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
The consumer stated that upon removal, the outercover and string portion of the tampon pulled away, leaving the rest of the tampon inside her. She stated she was able to remove the remaining piece. No medical was seen and she stated she is confident no pieces remained.